Event description:
It was reported that the patient underwent a surgical procedure to revise the inflatable penile prosthesis (ipp) due intermittent function of the pump and patient difficulty operating it. During the procedure the pump was tested outside the body and found to be functioning normally. The pump was relocated and tested once more without issue prior to completing the procedure. As all components remain implanted and in use, no product is expected for return. A supplemental report will be filed should additional information be received.